Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin pump had failed battery alarm as well as insulin was squirting out during manual prime. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was louder during rewind and motor sounds labored. Insulin pump had random no delivery alarm. The insulin pump will not be returned for analysis.